Manufacturer narrative:
H6: applicable codes are fdm b17, fdr c20, fdc d1102 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#:(B)(4) ; h6: applicable codes are fdm b17, fdr c20, fdc d1102 and img g02005. 2.product ID: nim4cpb1, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4). H6: applicable codes are fdm b17, fdr c20, fdc d1102 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, that the nim system was prompting a patient interface fault detected message. Site had tried rebooting the console, swapping between wired and wireless connection, and then swapping patient interface boxes with no change. Technical site had site swap to wired connection after swapping patient interface boxes and site was able to clear message. There was an unknown delay. The existing patient interfaces were used and swapped back and forth with bluetooth/cable. One eventually worked. Site was not able to confirm which worked at the time of the procedure. There was no patient impact.